Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received with the inflation valve cut off. Visual evaluation noted there was no solution in the balloon upon return. Unable to inflate the balloon due to the inflation valve being cut. The balloon was dissected to find that the inflation notch was not completely perforated. This was considered a failure, which stated that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field and place underpad beneath patient, plastic side down. 2. Put on cuffed gloves and position drape on patient. 3. Pour cleansing solution onto three prep balls. 4. Open catheter lubricating syringe. 5. Remove top tray and open plastic pouch surrounding catheter. 6. Lubricate catheter. 7. Prepare patient with saturated prep balls. Dry patient with remaining 2 prep balls. 8. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc). 9. Position hanger on bedside rail near the foot of the bed and use sheeting clip to secure drainage tube to draw sheet. 10. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. 11. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: d4, d10, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that the end of the wire was cut and a guide wire was passed through the balloon in order to deflate it. The balloon was reportedly not fully deflated with the guide wire and still had about 3cc of fluid in it when it was ultimately removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that the end of the wire was cut and a guide wire was passed through the balloon in order to deflate it. The balloon was reportedly not fully deflated with the guide wire and still had about 3cc of fluid in it when it was ultimately removed.